Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a large prime volume was observed in prime history. A full rewind, load and prime sequence was performed successfully with no issues. The force sensor calibration check showed the pump is not detecting correct force. The pump cover was removed and force sensor disassembled to investigate and contamination was observed on the force sensor. The force sensor resistance was out of specifications. Unrelated to the complaint, evaluation revealed a scratched display screen and worn keypad symbols, which has no effect on insulin delivery function. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was contaminated. This report is made based on results of investigation completed on (B)(4) 2013.